Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and replaced the graphic user interface (gui) central processing unit (cpu) printed circuit board (pcb).

Event description:
It was reported that an 840 ventilator had a faulty display. Although requested, patient involvement information was not provided by the customer.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.